Event description:
As reported by an edwards germany affiliate, during a transfemoral tavr procedure with a 23 mm sapien 3 ultra valve, fluoro images post procedure showed severe paravalvular leak (pvl) requiring post-dilation. However, the valve was over-expanded and moved towards the left ventricular outflow tract (lvot). It was decided to implant a second 26mm sapien 3 ultra slightly below the annulus, to fix the previous valve. However, the 26mm sapien 3 ultra valve also had sever pvl requiring a third valve. The team decided to implant a surgical valve. The valve was successfully implanted and the patient was in a good condition.

Manufacturer narrative:
Investigation is still ongoing.

Manufacturer narrative:
Correction to h6 based on additional information. The instructions for use/training manuals were reviewed for guidance/instruction involving the esheath and delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for deployed valve exhibits paravalvular leak and thv migration were unable to be confirmed due to unavailability of medical record/applicable imagery. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. As reported, 'as reported, it was a case of a 23 mm sapien 3 ultra thv in aortic position, by transfemoral approach. Aortic annulus was measured at 411 mm2 and a 23 mm sapien 3 ultra device was selected for this size. First valve was implanted with nominal balloon volume (17 ml). Final fluoro of procedure showed huge pvl and a postdilation was done with a 23 mm true dilation balloon. Valve was overexpanded and moved / slipped towards the lvot. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape, and valve under sizing. In this case, no information was provided about patient anatomical features or valve positioning/deployment technique. Therefore, due to insufficient information, a definitive root cause was unable to be determined at this time. Per the instructions for use (IFU), valve migration requiring intervention is a known potential adverse event associated with transcatheter valve replacement (thv). According to the literature review, valve migration results when forces acting on the transcatheter heart valve (thv) overcome the strength of attachment of the valve to the annulus. Stent valves are subjected to antegrade ejection forces during systole. Less-than-severe and non-uniformly distributed calcification of the leaflets, incorrect bioprosthetic valve sizing, and incomplete frame expansion can contribute to valve migration. Additionally, residual overhanging leaflets can exert downwards force during diastole, causing migration of the thv towards the ventricle. In this case, thv migrated after it was post-dilated with non-edwards balloon. Per training manual, if post-dilation is needed, it should be performed with the same delivery system. It is possible that the used system was a high pressure balloon, which could cause the thv to dislodge from annulus due to significant compressive forces exerted on the over-expanded thv/pressurized balloon. As such, available information suggests that procedural factors (post dilation with non edwards balloon) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.